Event description:
It is reported that a customer experienced low blood glucose of 43 mg/dl. The customer was treated for the low blood glucose with food. The customer was informed that there could be many reasons for low blood glucose. The customer was assisted with assisted with trouble shooting but the parents of the customer stated that they do not feel comfortable with the insulin pump and would like a replacement. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.